Event description:
This is a report of patient with peritonitis, fatal voluntary withdrawal of peritoneal dialysis (pd) therapy, and fatal heart failure. It was reported that a patient experienced peritonitis and heart failure. The cause of the peritonitis was unknown but the patient did have a past medical history of heart failure. Treatment was not reported. The patient voluntarily withdrew from pd therapy prior to death. The reported cause of death was heart failure and voluntary withdraw of pd therapy. It was unknown if the patient's condition of heart failure had worsened prior to death. It was not reported whether an autopsy was performed. The nurse did not have any additional information regarding this event as the patient was no longer on pd therapy at the time of death. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed because no samples were returned to baxter. Reviews of manufacturing records revealed no issues or deviations from standard procedure. The user did not describe any types of use errors that might have caused potential contamination. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.